Manufacturer narrative:
Investigation summary: "material #: 301747 lot/batch #: 3085477 bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for broken cannula hub was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode broken cannula hub. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends." H3 other text : see h.10.

Event description:
It was reported that before usage of bd vacutainer® flashback blood collection needle the cannula breaks off or pulls out. Tha following was reported by the initial reporter: needles break before using.